Manufacturer narrative:
H3: the customer provides two photos for review. Per visual inspection, no leaking can be observed. The sample could not be returned and received because it contains biological residues. The investigation was completed via photo observation. The reported leak issue was not able to be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that one of the spiros had been leaking on a patient for 24 hours while they were asleep. There was presence of blood on the tubing and spiros, along with potential traces of fluorouracil. There was patient involvement and unknown harm/adverse event reported. Per reporter, the patient came to have the pump removed when they noticed the leakage. The patient decided to remove the pump and opted not to undergo retreatment.